Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1479 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("near completion perforation/ migration of right coil approx. 1.5 cm distal to cornual region") in a 39 year-old female patient who had essure inserted (lot no. E12074) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, abdominal cramps, menorrhagia, tonsillectomy, dysmenorrhea, bloating and lower abdominal pain. The patient had a family history of hypertension, eclampsia and lung cancer. On (B)(6) 2017, the patient had essure inserted. An unknown time she experienced fallopian tube perforation (seriousness criterion intervention required) and pelvic pain ("tah given concern with essure coils present as etiology of chronic pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: single micro insert coil in each fallopian tube in appropriate position. Expected filling of the endometrial cavity. There is free spill of contrast from the patent left fallopian tube. The right fallopian tube is blocked; on (B)(6) 2017: single micro insert coil in each fallopian tube in appropriate position. Expected filling of the endometrium with no extravasation of contrast. Bilateral fallopian tube occlusion [laparoscopy] on (B)(6) 2020: postoperative findings: tubes with near complete perforation/ migration of right coil approx. 1.5cm distal to cornual region [pathology test] on (B)(6) 2020: received in formalin, container labeled " - uterus, cervix, right fallopian tube with coil," is a uterus with attached cervix and attached right fallopian tube. Embedded within the base of the right fallopian tube is a metal coiled wire device grossly consistent with essure coil. Received in formalin, container labeled " ¿ left fallopian tube with essure coil," are two separate portions of pink-tan to red-brown tortuous fallopian tube. From one end of the shorter portion of fallopian tube extends a partially distorted coiled metal wire device grossly consistent with essure coil. The extended portion of coil device measures up to 5.6 cm in length. [Ultrasound scan vagina] on (B)(6) 2019: bilateral essure micro-inserts are well visualized in the appropriate positions by this route impression: normal uterus with normal endometrial thickness and bilateral essure coils appropriately situated. Adnexa within normal limits. No lower abdominal pathology detected concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: near complete perforation of right coil. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical records received : event- "medical device removal updated to fallopian tube perforation", lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("near completion perforation/ migration of right coil approx. 1.5 cm distal to cornual region") in a 39 year-old female patient who had essure (lot no. E12074-invalid) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, abdominal cramps, menorrhagia, tonsillectomy, dysmenorrhea, bloating and lower abdominal pain. The patient had a family history of hypertension, eclampsia and lung cancer. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and pelvic pain ("tah given concern with essure coils present as etiology of chronic pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: single micro insert coil in each fallopian tube in appropriate position. Expected filling of the endometrial cavity. There is free spill of contrast from the patent left fallopian tube. The right fallopian tube is blocked; on (B)(6) 2017: single micro insert coil in each fallopian tube in appropriate position. Expected filling of the endometrium with no extravasation of contrast. Bilateral fallopian tube occlusion. [Laparoscopy] on (B)(6) 2020: postoperative findings: tubes with near complete perforation/ migration of right coil approx. 1.5cm distal to cornual region [pathology test] on (B)(6) 2020: received in formalin, container labeled " - uterus, cervix, right fallopian tube with coil," is a uterus with attached cervix and attached right fallopian tube. Embedded within the base of the right fallopian tube is a metal coiled wire device grossly consistent with essure coil. Received in formalin, container labeled " ¿ left fallopian tube with essure coil," are two separate portions of pink-tan to red-brown tortuous fallopian tube. From one end of the shorter portion of fallopian tube extends a partially distorted coiled metal wire device grossly consistent with essure coil. The extended portion of coil device measures up to 5.6 cm in length. [Ultrasound scan vagina] on (B)(6) 2019: bilateral essure micro-inserts are well visualized in the appropriate positions by this route impression: normal uterus with normal endometrial thickness and bilateral essure coils appropriately situated. Adnexa within normal limits. No lower abdominal pathology detected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: near complete perforation of right coil. According to bayer qa, the lot number e12074 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-oct-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1479 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: ptc information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.